Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device and found there is some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found to be split and lifted at the top half of the jaw exposing metal. There were char marks noted on the teflon pad. The device was attached to the test usg-400/esg-400 and passed the probe check. The distal end of the device was inspected under a microscope and found no visual damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic laparoscopic colectomy procedure, the teflon pad of the grasping section of the device separated exposing metal. No device fragment fell into the patient. The intended procedure was completed with a similar device. There was no patient injury reported.